Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
It has been reported the screen not accepting the commands

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16527.

Manufacturer narrative:
Correction to b5 of the initial report: philips received a complaint by the customer on the v60 indicating that the touch function became erratic. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse disassembled and examined the touch screen and the touch screen connections. They cleaned and calibrated the device, performed multiple touch functions over a period of time without the unit becoming erratic again. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Updated evaluation method code grid, evaluation results code grid, and conclusion code grid based on the information provided.